Manufacturer narrative:
02-010-01-0225 - logic femoral ps cem left sz 2.5: (B)(6). 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm: (B)(6). 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t: (B)(6). 200-02-29 - three peg patella 29mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech knee replacement study, approximately 2 months and 29 days post the initial left total knee arthroplasty, the patient presented with superficial wound dehiscence. 1 week and 2 days later, the patient underwent debridement and skin closure without incident.